Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter fell out from the patient due to water leakage after the placement. Per follow up on 05oct2020, it seemed that there was damage on the balloon of the catheter. There was no impact to the patient. Per follow up on 08oct2020, it seemed that the balloon burst inside the patient and water leaked. Eventually the foley catheter fell out. There were no missing pieces.

Manufacturer narrative:
The reported event was confirmed, however the cause was unknown. Visual evaluation of the returned sample noted one opened (without original packaging), silicone foley catheter was received. Visual inspection of the sample noted a tear in the balloon surface measured 0.3070 inches. No missing pieces from the balloon were noted. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure mode could be due to "tooling damaged (core pins).¿ the product used for the treatment purposes. The device did not meet the specifications, and was influenced by the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients with known allergy to silver coated catheter." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the foley catheter fell out from the patient due to a water leakage after the placement. Per follow-up via ibc on 05oct2020, it was stated that there was damage to the catheter balloon. There was no impact to the patient. Per follow-up via ibc on 08oct2020, it was confirmed that the balloon burst inside the patient and water leakage was observed. Eventually the foley catheter fell out and there were no missing pieces observed.